Event description:
It was reported during prostate procedure at 55,704j and 5:57 mins of use fiber broke. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed using second fiber. There was no injury to the patient reported.

Manufacturer narrative:
A review of the device history record for the reported greenlight fiber confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device confirmed that the fiber exhibits no signs of breaks/fractures. Analysis revealed that the glass cap bevel edge and metal cap are not aligned. The glass cap cannot rotate within metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There were no breaks along the length of the fiber. The outer flow tubing open end exhibits minor scratch marks. Based on analysis results, the reported fiber break was not able to be confirmed as no breaks were identified along the fiber body. The overall fiber findings are due to known inherent risk of the device. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of loose glass cap in metal cap. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. The manufacturer has reviewed all the information available and determined that the reported event of fiber break no longer meets reporting criteria for the subject device in question.

Event description:
It was reported during prostate procedure at 55,704j and 5:57 mins of use fiber broke. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed using second fiber. There was no injury to the patient reported.